Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer ran self-test and they got the error alarm. Customer reported button went down after removal of battery. Customer was able to clear the alarm and able to rewind the insulin pump. Customer failed the self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.